Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the tower door failed to close and did not recover despite multiple reboots, with a continuous clicking sound observed the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and would not close. A field service engineer found that the door 1 had failed and the latches were troubleshot and a bad port was identified on the door board. The door board was replaced, and the doors were tested to confirm proper operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.